Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the explanted device was discarded and would not be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had soreness around her pump and fluid leaking out of her skin. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was scheduled to follow up in the office on (B)(6) 2018. At the time of the report, no actions or interventions had been taken to resolve the issue. It was unknown if surgical intervention occurred. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient was discovered to have an infection. The patient presented to the office with redness and fluid/pus seeping from a small hole. The patient stated that she was prone to infection due to her immunosuppressant drugs, but the cause was undetermined. The patient had healed well since the implant about 9 months prior to (B)(6) 2018, so the infection was not post operative in nature. The pump and catheter were explanted on (B)(6) 2018 by the hcp. The soreness and fluid discharge were not resolved, although the pump was removed. No further complications were reported.